Event description:
Aspirator will not operate on 115 volt ac when the battery is fully discharged. According to the g178 manual the unit can operate on 115 volt ac, internal rechargeable battery, or external 12 volt battery. The troubleshooting chart, paragraph 10.0 under "pump will not run when unit is pushed 'on'," does not state the unit will not run with a fully discharged battery. When technical support was contacted, they verified the unit will not work with a fully discharged battery.